Manufacturer narrative:
Outcome of investigation is pending. A final report will be submitted upon completion.

Event description:
Caregiver had placed a client into a lift sling and lifted him out of bed with a c450 lift. As the caregiver moved the individual along the ceiling track rail system, the rail pulled free from the ceiling, allowing the lift to back out of the rail dropping the client into a bath tub. The lift fell into the bath tub as well and landed on the client. He was not injured.

Manufacturer narrative:
Ceiling lift track realigned and replaced with continuous rail, loaner motor installed, ceiling brackets tightened from both below and above ceiling, rafters check for integrity and user weight tested over tub. Root cause: improper installation of tracks. Action: track was reinstalled, retightened all brackets in system, inspected ceiling joists for integrity. Corrective action: none.

Event description:
Caregiver had placed a client into a lift sling and lifted him out of bed with a c450 lift system. As the caregiver moved the individual along the ceiling track rail system enroute to the bathroom, the rail pulled free from the ceiling, allowing the motor to back out of the rail dropping the client into the tub. The lift fell into the water with him. He was not injured.